Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/13/2026. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged event date, (B)(6) 2025, there was not an active session on the dexcom g6 app. Data found that a pairing failure occurred on (B)(6) 2025 at 08:10 am due to the pairing request ignored. At 09:32 am, a new session was successfully started and began warmup. At 02:02 pm, the estimated glucose values dropped below the low alert threshold (75 mg/dl), and the app delivered an urgent low soon alert at 0% volume, which was acknowledged immediately. At 02:07 pm, the egvs dropped below the urgent low threshold (55 mg/dl), and the app delivered urgent low alerts escalating to 100% volume until 02:22 pm. At 02:27 pm, egvs returned withing range. Data investigation could not confirm the allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. The sensor was inserted at night and the patient started a new transmitter. After the 2 hour warmup started and she went to bed. She assumed everything was working as expected. The her husband found her unresponsive. He tried to give carbohydrate, but she would not drink. He called 911. She was unaware of the behavior of her iphone, whether there were alerts, alarms, or cgm values. She was treated by ems with IV glucose and recovered. There was no further medical evaluation or intervention. She was well at the time of the report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.